Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty of breathing. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty of breathing related to CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The manufacturer visually inspected the device. There was unknown dust/dirt contamination on all surfaces of the base unit. The device did not return with sd card or filter. Unknown dust contaminate and spotted film residue present at the air inlet where the filter would be and at the iso port entrance. There was unknown debris in the track of ui panel. Unknown dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, rear panel o-ring. The manufacturer found 2 error codes. The manufacturer applied power to the device and verified the airflow. The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found. Sections d8, d9, h2, h3, h6 were updated in this report.